Event description:
While introducer was being placed at the insertion site, and over the guidewire, the nurse attempted a total of 2 attempts to insert the introducer. On the 3rd attempt and the 2nd nick to widen the insertion site she realized the guidewire had migrated inside the pt. She could feel the very end of the guidewire and stopped the procedure. This device does not include any type of guidewire clip of identification that could be placed at the end of the wire to assist with monitoring the status of the guidewire while attempting to place the introducer, or preventing it from migrating during this process.